Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that after returning from surgery, while connected to the ventilator, patient desaturation and hypotension occurred. The user observed that there was no expired volume and the peep value increased (positive end expiratory pressure). The patient was removed from the ventilator and manually bagged. The user observed that the expiratory cassette on the ventilator was not fully engaged. The expiratory cassette was pressed down in correct position and the ventilator started to ventilate correctly. Final patient outcome was no injury. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). No service on the ventilator has been requested by the hospital and no parts have reportedly been replaced. Our investigation consists of a ventilator log evaluation. Alarms for exp. Cassette disconnected and technical error in expiratory cassette were generated, which indicates that the expiratory cassette is disconnected or not connected properly. Prior this, the alarms vt insp. Overrange, inspiratory flow overrange and expiratory minute volume low are generated indicating a leakage situation. The leakage is most likely due to the improperly mounted expiratory cassette. Alarms for peep high are also generated most likely due to that the expiratory valve coil does not control the expiratory valve membrane in the expiratory cassette in a correct way. This is also most likely due to the improperly mounted expiratory cassette. Generated alarms were silenced by the user indicating that the ventilator was under surveillance. According to the user, the ventilator passed pre-use check prior and after the event. However, no test log was provided so the results from any pre-use checks performed before ventilation started cannot be evaluated. If there was leakage during pre-use check, it may not have been large enough resulting in any subtests failing. If a pre-use check is performed with a not correctly seated expiratory cassette, it will be obvious that the expiratory cassette is loose when changing from the test tube used in pre-use check to the patient circuit used during patient ventilation. The expiratory cassette is locked mechanically in the expiratory cassette compartment with a lock button that shall snap in place. If the looking mechanism has snapped in place it cannot get loosened by itself. If not snapped in place and the expiratory cassette becomes loose during ventilation several high priority alarms, such as expiratory minute volume low and expiratory cassette disconnected, will be generated. The user¿s description of the sequence of events with the loose expiratory cassette can be confirmed in the provided event log. However, if the expiratory cassette was not snapped in place during pre-use check cannot be determined.